Manufacturer narrative:
The insulin pump was received with operating currents within specification. The pump passed the unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. However, the pump alarmed external flash crc error during the self test due to a faulty x-1 on the mother board. There was no shutting off on it's own or loss of settings noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she had an external flash crc error alarm on the insulin pump. Customer stated that the pump seemed to have shut itself off and lost all of the settings. Customer stated that the alarm occurred once. Customer reset her time and basals on the pump. Customer was advised that the pump will need to be replaced.